Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial pressure high alarms occurred during a routine hemodialysis treatment. The patient is reported to have a poorly functioning catheter and an allergy to heparin. Due to clotting, rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Facility staff attributed the high arterial pressure alarm to the patient's catheter flow issues. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. The patient's catheter has since been replaced. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.